Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Blotte, c., styers, j., zhu, h., channabasappa, n., & piper, h. G. (2017). A comparison of broviac and peripherally inserted central catheters in children with intestinal failure. Journal of pediatric surgery, 52(5), 768-771. 10.1016/j.jpedsurg.2017.01.036. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of pediatric surgery" of article titled, "a comparison of broviac and peripherally inserted central catheters in children with intestinal failure" that sometime post central line placement procedure by using bard broviac catheter to compare the broviac and peripherally inserted central catheters in children with intestinal failures, out of one hundred eight broviac catheter placement, four occurrences of infections and twelve occurrences of thrombosis were noted. The current status of the patient was unknown.